Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had issues with batteries. The customer reported that the insulin pump received failed battery test and battery out limit alarm. The customer reported that the blood glucose was 9 mmol/l at the time of incident. Troubleshooting was performed. The insulin pump continued to alarm battery out limit. The customer was advised that battery out limit during normal use may indicate a loose battery cap. The insulin pump will not return for analysis.